Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #:1650de / expiration date: 2018-06-30 UDI #: (B)(4), return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2017-06-30 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #:1650de / expiration date: 2017-03-31 UDI #: (B)(4), return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2016-03-31 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #:1650de / expiration date: 2016-10-31 UDI #: (B)(4), return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2015-10-31 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #:1650de / expiration date: 2017-02-28 UDI #:(B)(4), return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2016-02-28 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and four batteries were involved in power switching, which resulted in two pump stops over a two-day period. The controller and the four batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection and functional testing. It was observed that (B)(4) cycle count indicated that the battery exceeded the useful operating life; this is an additional observation not related to the reported event. The controller passed functional testing; however, visual inspection revealed a crack in the controller housing near the power port 1 connector. An internal investigation is evaluating controller 2.0 housing cracks near the power port connectors. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files did not reveal any power switching events. As a result, the reported power switching event could not be confirmed. Analysis of event log files revealed multiple controller power-up and associated pump start events. The first controller power-up was recorded on 3/10/2018 at 0:56:14 with associated motor start at 0:56:17. The data point prior to the first power up event, logged at 0:44:19, revealed that (B)(4) was connected to power port one with 24% relative state of charge (rsoc) and (B)(4) was connected to power port two with 85% rsoc. The data point after the first power up event, at 0:56:50, revealed that (B)(4) was connected to power port 1 and (B)(4) was connected to power port 2. The controller was without power for 34 seconds. The second controller power-up was recorded on march 11, 2018 at 13:14:36 with associated motor start at 13:14:40. The data point prior to the second power up event, at 13:01:16, revealed that (B)(4) was connected to power port one with 26% rsoc and (B)(4) was connected to power port two with 25% rsoc. The data point after the second power up event, at 13:15:12, revealed that the controller was connected to (B)(4) on power port 1 and (B)(4) was connected to power port 2. The controller was without power for 9 seconds. As a result, the reported "pump stops" event was confirmed. Based on the available information, the most likely root cause of the "pump stops" event may be attributed to the disconnection of both power sources from the controller. An internal investigation was initiated to capture events involving the controller losing power. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the returned controller passed visual inspection and passed functional testing. Investigation is ongoing. Additional products: 1650de/ (B)(4). H3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed external visual inspection, functional checks and maccor testing. Investigation is ongoing. 1650de/ (B)(4). H3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed external visual inspection, functional checks and maccor testing. Investigation is ongoing. 1650de/ (B)(4). H3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed external visual inspection, functional checks and maccor testing. Investigation is ongoing. 1650de/ (B)(4). H3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed external visual inspection, functional checks and maccor testing. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Visual inspection under 10x magnification revealed a hairline crack in the controller housing near the power port 1 connector and at the corner of the controller's housing. A possible root cause of the hairline crack on the corner of the housing can be attributed to the handling of the unit. An internal inspection did not reveal fluid ingress. If information is provided in the future, a supplemental report will be issued.